Manufacturer narrative:
H10: the actual sample was received for evaluation. Visual inspection was performed using the naked eye which revealed an embedded black marks in the middle port under the clamp. The reported condition was verified. The black marks are burn marks generated during the molding of the component during manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black spots were observed in a 150 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. It was reported that the spots/particles were inside the port beside the clip of the middle injection port. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.